Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow blocked alarm during fill tubing. Troubleshooting for insulin flow blocked alarm was performed. Customer was assisted with changing reservoir and fill tubing process. Customer stated that insulin pump did not alarmed after changing reservoir. Customer stated that they can able to complete normal fill tubing. Issue was resolved after changing reservoir. No harm requiring medical intervention was reported. The device will be returned for analysis.